Manufacturer narrative:
No patient injury or medical intervention was reported. Data files were requested, but new treatment had been started and data from this event was not available. Technical data files were requested. The issue of flow rate discrepancy were the value set differs from the value on the screen is know to the manufacturer. It is intended that this tissue will be solved by the new software version 3.0 which is planned to be released before the end of november 2006. A final report will be submitted once the investigation is concluded.

Event description:
The customer reported a second occurrence (refer to MDR 9616026-2006-00297) of a flow rate discrepancy occurring within a few days. This time discrepancy was 40 ml. Happened to the same nurse who this time didn't stop treatment as she knew what to do. Had set flow rate screen and set pt removal value at 0. She went to status screen and back to flow rate screen and entered a new value. Then the value was the same between the set flow rate screen and the status screen.